Event description:
It was reported that the pt developed a hematoma over the implant site following implant surgery. The pt was prescribed bacitracin on (B)(6) 2013 and instructed to apply once daily to the affected area. It was reported that the hematoma has resolved. The pt is reportedly doing well and using the device.